Manufacturer narrative:
Submission date of this report: 5/12/1998. Observations of unit as received in the lab: pump releases and attaches to charger case without difficulty. Yes. Pump and charger are free of damage and excessive spillage. Yes. Cassette inserts into cavity and releases freely. Yes. Control knob is functional and moves freely. Yes. Pump - dc jack is not damaged and free of excessive spillage. Yes. Charger - dc connector is not damaged and free of excessive spillage. Yes. Touch panel is functional, lights illuminate and audible alarms sound. Yes. Pump is operational on both ac and dc power.

Event description:
The pt was being fed using a pump. 1500 ml of an enteral feeding solution were hung, and the pump was set to deliver 65 ml/hr. One liter was delivered in 24 hours (under-delivery). There was no illness, injury or medical intervention resulting from the event. The suspect pump removed from service and replaced with a different pump system. One pt involved.